Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the reduction forceps with serrated jaw-ratchet 144mm (part # 399.99 lot # a7ma29) was received at us cq. One of the serrated jaws were clearly broken at its distal tip. No fragments were returned. The device has light surface scratches along its body. The received condition of the device is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues identified during review of the noted documents. Manufacturing record evaluation: the reduction forceps with serrated jaw-ratchet 144mm (part # 399.99 lot # a7ma29) was manufactured at the tuttlingen site on 17-jul-2003. Due to the age of the device, a review of the device history was not possible due to the documents no longer being available. Conclusion: the complaint was confirmed for the reduction forceps with serrated jaw-ratchet 144mm (part # 399.99 lot # a7ma29). The device was returned broken, one of the serrated jaws were clearly broken at its distal tip with no fragments returned. There were light scratches along its body consistent with normal wear. Although no definite root cause could be determined for the broken condition, it is possible that the device experienced unintended forces during use. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review part number: 399.99, lot number: a7ma29, manufacturing site: tuttlingen, release to warehouse date: 17-jul-2003. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 16 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional data- supplier lot: a7ma29 with possible synthes lot numbers: 4630744 and 4630807 . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the reduction forceps with serrated jaw-ratchet was broken. It was further reported that the reduction forceps with points broad-ratchet was discovered broken as well stripped and it also came out of the set. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) reduction forceps with serrated jaw-ratchet 144 mm. This is report 1 of 2 for complaint (B)(4).